Event description:
(B)(6) study. It was reported that following a coronary artery stenting treatment procedure the patient developed stent thrombosis. The index procedure treated a 60% in-stent restenosis of the distal lad (left anterior descending) measuring 3.0x23mm. Treatment consisted of predilation with a 3.0x10mm balloon to 14atm and placement of a 3.0x28mm taxus express2 stent at 14atm resulting in 0% residual stenosis. Post stenting ivus (intravascular ultrasound) showed a well expanded stent. The patient was discharged the next day with out angina symptoms. There were no angina symptoms at the one, six, nine, and 12 month follow ups. The patient presented to a non-study facility in (B)(6) 2009 with stent thrombosis. It is unknown how the event was treated. The patient was reported to be taking bayaspirin and panaldine at the time of this event. The patient status was listed as improved at the two year follow up in (B)(6) 2010 with no angina symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)